Event description:
The reporter indicated that at the first in-clinic follow-up since implant, high thresholds were observed. Pt is 100% paced in both chambers with no underlying rhythm. Lead impedances were normal. The reporter programmed the atrium to 5.4v/0.75 ms and the ventricle to 8.1v/0.60 msec.